Event description:
(B)(4). Complete loss of libido, hip, knee and back pain, pain radiating down legs and around to back, disruption on bowel movements, consistent brain fog, and extreme fatigue.

Event description:
(B)(4). Ablation performed due to excessive bleeding, thousands of dollars spent on physical therapy to receive joint and muscle pain.